Event description:
On (B)(6) 2009, this pt was implanted with a gore tag thoracic endoprosthesis to treat a thoracic aortic aneurysm located at the aortic arch. Prior to the tag implantation, a debranching surgery was performed from the ascending aorta to the brachiocephalic, left common carotid, and left subclavian arteries using vascular grafts. Also, due to small iliac artery size, the artery was surgically replaced with a vascular graft and used as access. On (B)(6) 2009, this pt experienced a cerebral infarction. The physician began administration of medication and also started the pt on rehabilitation. On (B)(6) 2009, one month f/u revealed that the cerebral infarction remained. The administration of medication and rehabilitation continued. On (B)(6) 2010, six month f/u revealed that the cerebral infarction remained. The administration of medication and rehabilitation continued. On an unk date in (B)(4) 2010, the pt presented with elevated levels of crp. On (B)(6) 2010, computed tomographic images revealed an infection of a vascular graft and mediastinitis. It is unconfirmed which vascular graft was infected. On (B)(6) 2010, one year f/u revealed that the cerebral infarction remained. The administration of medication and rehabilitation continued. On (B)(6) 2010, antibiotic treatment was administered to the pt in order to treat the infection and the mediastinitis. On (B)(6) 2010, the pt progressed to unstable circulation dynamics and expired.

Manufacturer narrative:
Result - the review of the mfg paperwork verified that this lot met all pre-release specs.